Event description:
Chest port failure. Unable to flush or aspirate. Port function gradually deteriorated over several months until it would not longer flush. Alteplase was not helpful. Patient had previous chest port that had the same deterioration in function. Suspect medication precipitate within port. FDA safety report ID# (B)(4).